Manufacturer narrative:
The device was returned and evaluation. The jet tube was clogged with foreign material. Additional findings were as follows: due to damage on the charged coupled device unit, brightness was uneven when halation occurred; due to wear of the angle wire, bending angle in up direction did not meet the standard value; adhesive on the bending section cover had a crack; due to clogging of the jet tube in the control unit, water could not be supplied. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a noisy image at the top left. The device was returned for evaluation. During the device evaluation, white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing of the endoscope. Olympus will continue to monitor field performance for this device.